Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the pump of the subject device does not work. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Event description:
The issue occurred during several occasions in a colonoscopy procedure and was completed using the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the keypad has poor contact, and power led does not light up. A root cause could not be identified. Based on the results of the investigation, it is likely that the poor contact on the keypad caused the device not to power up. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.